Manufacturer narrative:
Document review. Quadra s fem. Stem size 5 - ref (B)(4)/lot 091200. The quality and manufacturing documents (batch record) were reviewed for the lot 091200 (B)(4): all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. (B)(4). The review of the batch records of the correlated implants was also done: versafitcup dm liner - ref (B)(4)/lot 092368. Cocr femoral ball head - (B)(4)/lot 101507. In both the cases all the parameters were found to be conforming to specifications valid at the time of production. The explanted pieces (stem, ball head and liner) were retrieved and analysed in the quality control department of medacta international: no particular findings were noticed. It can happen that blood and debris are present in the pin hole of the insert (as indicated by the surgeon), but this issue does not have any impact on the implant's functionality since the hole does not have any functional role. The fact is not related to the fracture. (B)(4). Medacta international (B)(4) ratio is hence lower than the one reported in literature. There are no evidences that the fracture is device related but, from the description received, it is likely associated to a fall or a trauma.

Event description:
Dr. (B)(6) informed that this pt suffered a femoral fracture 1 month after having surgery. Dr. (B)(6) had just seen the pt 1 week ago and they were fine and now all of a sudden she suffered from a fracture. Dr. (B)(6) said that the pt is not coherent and he was not able to determine if the pt suffered a fall or trauma. Dr. (B)(6) removed the size 5 quadra stem that he had implanted and broached for a quadra-r. Dr. (B)(6) implanted size 6 quadra-r after broaching to size and then put cables around the femur to heal the fracture. When removing the head and polyethylene construct from the stem dr. (B)(6) noticed that the pin hole on the backside of the poly had filled with blood and debris. He then decided that he would rather us open a new head and liner which we did. Dr. (B)(6) reduced the hip and finished the case with good stability and no issues.